Event description:
It was reported there was an apparent fracture of the right ventricular lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sesr01 implantable pulse generator (ipg), implanted: (B)(6) 2006. (B)(4).